Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was acting a little differently the day after the sensor was put on the arm. The cgm screen showed egv 52 mg/dl, the bg was not checked, and the patient was given carbohydrate. After a while, the patient was taken to the emergency room (ER) by the spouse and the bg was over 900 mg/dl, while the egv was still 52 mg/dl. The patient was given insulin drip and d5 drip at the ER and in the ICU. The bloodwork confirmed a diagnosis of dka. The patient is still at the ICU and the last bg reading known was 110 mg/dl and cgm was 128 mg/dl. During the follow up call on (B)(6) 2025, spouse confirmed that the patient will be discharged on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. While still at the ICU, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.